Event description:
It was reported the patient experienced acute pain after he was tased with a taser twice by authorities. The patient lost therapeutic effect. The patient was at a small 16 bed psychiatric ward facility clinic. The facility physician stated that recharging had not been successful restoring stimulation. The patient was in extreme pain, but was cooperative. The nurse was thinking about sending the patient to a local hospital for treatment. The patient's pain physician no longer works at the facility.